Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced an internal leak when the o2 supply is connected to the ventilator. A field service representative evaluated the device onsite and determined the blender needed to be replaced. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The failure analysis laboratory was able to duplicate the reported "high flow regulator leaks" problem. The regulator was not leaking, but clippard 3 way pilot valve p/n 33031 was leaking due to internal failure. Clippard 3 is purchased as an off the shelf item that is supplied by a third party supplier no further investigation will be performed.